Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. The procedure log and product information cannot be verified at this time due to insufficient information provided. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. The image confirmed that the harmonic ace instrument blade was missing/detached. This complaint is being reported due to the following conclusion: it was alleged that the harmonic ace instrument blade broke off and fell inside the patient during procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the harmonic ace instrument jaws broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.21¿ from the base. The broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing. The root cause of this failure is also attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90220207-0305) was last used on 20-sep-2022 during a procedure with system sk5313. The harmonic ace instrument is a single-use device.